Manufacturer narrative:
Combination product: yes. Only the stent was returned for investigation and subjected to a technical analysis. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent was returned still on the transportation wire with a small portion still inside of the protector. The stent is severely deformed, i.e. Elongated / stretched in its middle section. Contrast medium residue was observed on the stent in its distal part. The delivery system was not returned for analysis. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU states not to use the instrument if if any defects are noted prior to use after the visual check has been made.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment. During delivery of the orsiro, it was noticed by angio that the stent was missing. After removal, it was confirmed that the stent was off from the balloon. The stent was finally found inside of the stent protector/stylet.